Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: how was the device applied to the incision ¿ proximal to distal, uses 2 prineo and overlap by ½¿ ¿ second one is used because of the hyperflexing; no tension; lets dry, wraps knee what prep was used prior to product application? Unknown. Was a dressing placed over the incision? If so, what type of cover dressing used? Sometimes 2 x 4. Please explain how the skin layers were closed to reduce skin tension? Capsule is closed with interrupted 1-0, 2-0 vicryl suture; skin 3-0 monocryl to close dermis can you identify the lot number of the product that was used? Unknown. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown. What is the most current patient status? Patient demographics: initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions) : unknown - full spectrum of patients. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown.

Event description:
It was reported that a patient underwent a total knee procedure on an unknown date and topical skin adhesive was used. The topical skin adhesive was applied to the skin on knee in full flexion. Approximately two weeks post op, the patient had painful blisters and rash. Some blisters had also popped. The patient may have been treated with oral antibiotics or topical antibiotic ointment . Additional information has been requested.